Event description:
It was reported that bd bbl¿ sabouraud dextrose agar (deep fill) contamination occurred. The following information was provided by the initial reporter: contamination reported in product 221278 lot 2174971 - plate sabouraud dextrose agar. Hazard, injury or erroneous results? No hazard, injury or erroneous results details.

Manufacturer narrative:
H.6 investigation summary: this memo is to summarize findings regarding the complaint related to catalog number 221278, plate sabouraud dextrose agar 100 ea, batch number 2174971 and bd complaint number 6640383 for contamination. During manufacturing of material 221278, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2174971 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaint has been taken on batch 2174971. Retention samples from batch 2174971 were not available for investigation. Three photos were received for investigation. One photo shows the bottom of a taped plate from batch 2174971 (time stamp 1448) with growth. Another photo shows an opened plate from batch 2174971 (time stamp 1448) with growth in the media. The last photo features a genzyme label on a sleeve of plates. No return samples were received for this investigation. This complaint can be confirmed for contamination. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Improvement in observation of contamination is expected to improve as the CAPA progresses. Bd will continue to trend complaints for contamination. If there are further questions, please contact technical services.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ sabouraud dextrose agar (deep fill) contamination occurred. The following information was provided by the initial reporter: contamination reported in product 221278 lot 2174971 - plate sabouraud dextrose agar. Hazard, injury or erroneous results? No; hazard, injury or erroneous results details.